Manufacturer narrative:
Follow-up #1: date of submission 04/10/2015.device evaluation: the device has been returned and evaluated by product analysis on 04/02/2015 with the following findings: on investigation, the pump powered on with fully operational auditory and vibratory functionality. Investigation did not duplicate the complaint and the pump was found to operating within the required specifications without malfunction.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a audio tone/vibration (no sounds) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.